Event description:
Pt brought to operating room for rhizotom procedure. Intraoperatively the stryker rhizotomy machine malfunctioned. Stryker rep called and could not resolve issue. Case/procedure canceled. Machine returned to stryker on (B)(6) 2017 for replacement since still under warranty and hospital awaiting replacement. Rhizotomy machine sent to hospital's bio-med dept for investigation but not able to check. Rhizotomy machine picked up by stryker rep on (B)(6) 2017 for eval and replacement. Awaiting replacement.